Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had received inappropriate shocks. The right ventricular (rv) lead impedance was high and there was noise seen on the electrograms. The doctor disconnected and reconnected the rv lead, and the problem was solved. It was also reported that the atrial lead had dislodged. The lead was repositioned. Both leads remain in use. No patient complications have been reported as a result of this event.